Manufacturer narrative:
(B)(4). Additional narrative: a photograph of the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, but photos of the device were supplied to baxter. Additional narrative: ruptured bladder condition was confirmed. Photo evaluation confirmed a ruptured bladder in a footed position. No additional observation was noted from the photos. A batch review has been conducted which revealed product met all of the acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A tier ii (B)(4) was initiated to address the root cause investigation of the bladder rupture issue.

Event description:
Baxter (B)(4) received a report that one (1) intermate lv 250 device ruptured at the beginning of infusion. The device was filled with cloxacillin. There was no report of patient injury or medical intervention. A photo is available for evaluation. No additional information.